Event description:
Customer reported patient was started on a propofol drip for an MRI. During the MRI, the patient was noted to be moving. The nurse found that the extension set was leaking. They reported that the leak resulted in the patient not receiving a sufficient amount of propofol which caused the patient to wake up during the scan. No further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.